Manufacturer narrative:
(B)(4) date sent: 02/14/25 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #long60a, with lot/batch #x96c5j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the device was unsuccessful in stapling at the third refill. A new reload was used but had the same issue. There was intraoperative bleeding, risk of tissue tearing, loss of time, risk of disunion of the stapling line and risk of lack of permeability when stapling the stomach, it was mandatory to use a new device to complete the procedure with an unspecified delay. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. D4: batch # 142c51. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis found that one long60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. The event described of would not staple could not be confirmed as the device performed without any difficulties noted and no reload was received for analysis. Although no conclusion could be reach on the cause of the reported event of would not staple, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Device history review: a manufacturing record evaluation was performed for the finished device batch number 142c51, and no non-conformances were identified. Additional information was requested and the following was obtained: was any buttress used? If so, what kind? No. What color cartridges were used during the procedure? Gold. Is the current patient status known? Good general condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Enhanced monitoring + 1 days compared to normal. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Risk of long-term stenosis. How was the bleeding controlled? No bleeding. How much blood was lost (ml)? 0. Did the patient require a transfusion? No.